Manufacturer narrative:
Code (B)(4): the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration endoleak.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, follow-up computed tomography determined a proximal type I endoleak. On (B)(6) 2021, the patient underwent reintervention. Iintra-operative angiography revealed distal of the proximal end and a proximal type I endoleak. Additional stent grafts were placed proximally and resolved the endoleak. The patient tolerated the procedure. The cause of migration is unknown.